Event description:
It was reported that the guide catheter tip detached. During unpacking, it was noticed that a 6f mach1 guide catheter tip was broken. The procedure was completed successfully with another mach1 device. There were no patient complications reported.